Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a lead fault detection alarm and ECG acquisition. No patient injury or harm was reported.

Manufacturer narrative:
Updated fields: b4,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had lead fault detection alarm and ECG acquisition. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer stated that the alarm first appeared after a transport to CT for imaging. After returning to the room, they were unable to obtain an ECG tracing, and the console was displaying a lead fault detection message. The customer had replaced leads, checked placement, unplugged and re plugged all cables and were unable to obtain an ECG signal. The esp personnel educated them about the importance of high-quality lead placement with doppler gel for increased conductivity. The customer repeated the previously performed troubleshooting techniques and obtained a clear ECG tracing. The customer called back stating that lead fault alarm was present again. Esp personnel suggested exchanging the ECG cables from the patient to the pump, which was successful.